Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pad short" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.